Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 11/27/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 550, 248, 238 and 225 mg/dl. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 280 and 284 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling because he states his meter is reading inaccurately. Customer informed me that his meter was giving high readings. Customer states that before he goes to bed he takes his insulin shot. In the morning when he tests, he gets a number above 225 mg/dl fasting and he feels that is not right. When he got to the va for a routine check-up for a procedure that he is having, he got a 195 mg/dl fasting. Yesterday night the customer got a 550 mg/dl fasting and he did not have any symptoms but he was concerned that his meter was not reading well at all.